Event description:
It was reported that the battery door spring is missing, battery compartment spring damaged and scratches on lens, the event occurred during testing.

Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of ¿it was reported that the battery door spring is missing, battery compartment spring damaged and scratches on lens¿ through visual inspection. Battery door was missing spring. Compartment was damaged and lens was scratched. Replaced battery door. Replaced battery compartment and all its components. Replaced lcd lens. Unit was able to power with new compartment. Upon further investigation units dso seal was lifting. Replaced dso seal. Uso seal was buckling. Replaced uso seal. Ac port was damaged. Replaced pwa board. Flex sensor was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.